Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that out of range lead measurements, shock impedance of exactly 0. The physician was dr. (B)(6). No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).